Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The reporter states: "the patient had a hip replacement done on (B)(6) 2010. The operation was successful. On (B)(6) 2019 the hip collapsed leaving the patient unable to move. The patient was admitted to hospital where the patient had another hip replacement. The shaft of the old hip had completely worn away. The patient has been through 2 more operations and an appalling infection".